Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Event description:
It was reported that one day post-op to a total abdominal hysterectomy procedure, the patient was given two units of blood. The patient's post-op symptoms were distention of abdomen and lower left pain. During the procedure, the sales rep stated that after the device was fired across some of the pedicles and opened, some bleeding was noticed. These were corrected by clamping and tying. When they closed patient she was dry. No other information is available at this time. The device was discarded.